Event description:
The sales rep reported a broken cla plate that was implanted into a pt who had had a previous non-union of the same clavicle break, which means our plate was used for a revision of a previously broken plate.